Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: vanguard cr tibial bearing; catalog#: 183448; lot#: ni. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03140, 0001825034-2018-04139. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient underwent a right knee arthroplasty on an unknown date. Subsequently, the patient was revised for an unknown reason.

Manufacturer narrative:
After further investigation, it was determined that this product did not cause or contribute to the event.